Manufacturer narrative:
The investigation into the delivery issues- use has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of the delivery issue was most likely due to the patient condition.

Event description:
Hold for dn 10/10 the user facility reported a 55-year-old male implanted with an impella device for mechanical circulatory support. The complainant reported difficulty delivering the impella device due to calcification. Several attempts were made in both the right and left axillary arteries, to no avail. The pump was noted as "destroyed", therefore, insertion was aborted and a new impella was used.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.